Event description:
The customer contact reported a delay of therapy during an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified pain medication and the delivery was started. No specific programming parameters were provided. On (B)(6) 2010 at 0300, the pt reported an unspecified alarm condition and the delivery stopped. After an unspecified length of time, the pt went to the emergency room and was treated with an unspecified medication for pain. The device was removed from clinical service. Though requested, no additional info was provided, including specific event details and pt outcome.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).